Event description:
Healthcare professional reported right side rupture and "lymph node with thickened cortical bone in the right axillary region, which may correspond to the lymph node with silicone infiltration." Healthcare professional later reported "irregular contours" and "mastalgia." These events not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and silicone migration.